Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak from the cartridge chemistry reagent probe b collar wash on the unicel dxc 600 synchron system during a quality control sample run. Customer stated that the colorless fluid appeared to be wash concentrate. Customer also stated that all chemistries failed while the quality control was being run. The customer technical specialist assisted customer with troubleshooting the instrument; however, because the troubleshooting did not resolve the issue, a service call was generated. On the following day, the field service engineer (fse) inspected the instrument and found that the reagent probe b leak was due to a defective hamilton valve. The fse replaced the hamilton valve, which appears to have resolved the instrument leak issue. Customer stated that no patient results were run; therefore, no erroneous results were generated and no patients were harmed.